Manufacturer narrative:
The device was received for evaluation. During functional testing, 'during pm found the unit with no audio during keypad touches' was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was determined to be the speaker being dislodged in the rear case with one of the wires pinched in the sealing wall. The rear case assembly requires replacement to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump did not make sound upon pressing keys found during testing in the biomedical service department. There was no patient involvement. No additional information is available.